Event description:
Boston scientific received information that during routine patient follow-up, this right atrial lead was found to have dislodged. This ra lead was explanted. No adverse patient effects were reported.